Event description:
Treatment of a superior cerebellar artery aneurysm. During deployment of the pipeline in a tortuous vasculature, it was reported that the distal pushwire with capture coil fractured and remained in the p1 as it was being torqued to release the pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).